Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member says the patient is feeling shocking sensation from the stimulation. They would like assistance decreasing stimulation down to zero and off until they have a chance to get in with the healthcare provider (hcp)/manufacture representative (rep) for reprogramming. Caller noted they decreased stimulation, but they think it is still shocking them. During the call, therapy was confirmed on; the patient was at 0.0v. After turning stimulation off, the sensation stopped. As a result of what was reported, the caller was redirected to the hcp to discuss symptoms. No further patient complications have been reported as a result of this event.